Manufacturer narrative:
The pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found a factory seal in place. The battery level was identified at 41 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. The connector was disconnected and glue bead was removed. No damage, distortions or foreign materials were observed. Reassembly of the pump ensured the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were fully seated. Retesting of the pump was conducted and found to function properly. Additional information b4, g1, g4, g7, h2, h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms number 617147.?, corrected data: corrected information provided in d2 common device name and product code.?

Event description:
Information was received indicating that a smiths medical pump had a primary audible alarm background test and an acu watchdog which occurred when the syringe was empty. The issue occurred at the end of an infusion. There was no patient involvement.